Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind process as a result of a motor encoder signal being out of phase.

Event description:
It was reported that the customer's insulin pump alarmed motor error during the rewind process. Reviewed the alarm history and found the error alarm. No further information was provided.